Manufacturer narrative:
Concomitant devices included enpower dcb and cable (lot/catalog numbers unknown) and unspecified microcatheter patient age, weight and gender were not provided. (B)(4) complaint conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The detachment failure could not be confirmed without device return for analysis. Based on the information provided, it is not possible to determine the root cause of the event or factors that may have contributed to the event. There was no evidence to suggest the detachment failure was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a basilar artery, a deltaplush coil (dpl10015220/ c29671) would not detach in the aneurysm. The coil was placed correctly in the aneurysm; however, when the physician attempted to detach the coil, it would not detach. He attempted detachment a second time, but it still did not detach. The coil was resheathed and another coil was used to finish the procedure successfully using the same enpower dcb and enpower cable. There was no patient harm or significant delay due to the event. A pre-deployment electrical check had been performed, and no low battery light or fault light was seen during the case. Upon pressing the power button, all lights illuminated and the green system ready light illuminated. During the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without application of excessive force. A continuous flush had been maintained through the unspecified microcatheter. There was no resistance between the coil and microcatheter. The entire coil was removed intact from the microcatheter and the same microcatheter was used to complete the procedure. The actual coil was not damaged (stretched, kinked, fractured, prematurely detached). It was reported that the product was discarded by the customer.